Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was unable to be recaptured due to a deformation on the ds, so it was removed from the patient's anatomy. A new 29mm, navitor vision valve was selected for implant using a large flexnav ds. The valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was unable to be recaptured due to a deformation on the ds, so it was removed from the patient's anatomy. A new 29mm, navitor vision valve was selected for implant using a large flexnav ds. The valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of a retraction problem and material deformation was reported. An image was received from the field showing deformation damage on the valve capsule. The flexnav delivery system, was returned to abbott for investigation. Deformation damage was present on the valve capsule. Functional testing was precluded due to the damages. Destructive testing was performed and the integrated sheath was cut above the valve capsule. The inner material of the valve capsule was microscopically examined; no delamination or other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported retraction problem and material deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.